Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was approximately 400 mg/dl with ketones. The customer disconnected from the pump and administered insulin injections. The customer may go to the hospital to further treat the high bg level. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusions as the customer did not have the pump available. Although requested, no additional info was received from the customer.